Event description:
It was reported that, "insert trial cracked on the back side."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted on the supplemental report.